Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 325cc saline breast prosthesis, catalog #3501650, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis noticed that her right breast is sagging and getting much smaller. The patient reported that the sagging is getting worse. As a result, the patient is scheduled to undergo explantation in (B)(6) 2019.